Manufacturer narrative:
Concomitant medical products: dtba2d4 crt-d implanted: (B)(6) 2016; 419688 lead implanted: (B)(6) 2016 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead threshold was high. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.